Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6)2022, a healthcare provider (hcp) at the patient's assisted living facility reported that they were seeing the poor communication message when the device was over the implanted neurostimulator (ins).  It was noted the recharger had been charged a day or two prior to the call.  It was confirmed that the ins had not been charged.  They reported performing an antenna locate (al) feature and they were getting numbers in the 60s.  When they attempted to recharge they saw a power on reset (por) message.  Cause of por was unknown.  They then pressed the green start key to bypass the por and the end replacement indicator (eri) message appeared.  It was reviewed that end of service (eos) was expected for (B)(6)2022.  The hcp noted that the patient only has a recharger, no patient programmer.  It was reviewed how the recharger can be used to turn stimulation on using the recharger. No symptoms reported.   The hcp was provided the number to the national answering service (nas) to see if a manufacturer representative (rep) could be sch eduled to visit the patient at the nursing facility.  If a rep can't, then it was reviewed that the patient's primary doctor can call the nas to schedule an appointment with a rep at their facility. On 2022-03-11, additional information was received from the healthcare provider (hcp) reporting that the caller stated they haven¿t been able to connect to the ins with their recharger since sunday. Technical services had the caller connect to the ins with the recharger which showed por and the eri messages, but they were able to bypass the screens to normal charging screen. The recharger showed that it was charging the first quartile of the ins with 8 boxes, but coupling fluctuated throughout the call. The ins was off and when technical services had the caller attempt to turn the ins on they received the por message again. Technical services reviewed that the patient needs to continue charging the ins, but the por will need to be cleared with the clinician tablet (patient didn¿t have programmer). It was reviewed surgical replacement of the ins would be necessary in (B)(6)2022 to continue therapy.